Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer is receiving multiple replace battery now alarms without receiving a low battery alert prior. The customer¿s blood glucose was 10.9 mmol/l. During troubleshooting for replace battery now alarm, the customer¿s alarm history was reviewed and it was confirmed that they did not receive a low battery alert prior to the replace battery now alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. No replace battery now alarms noted during testing. However, pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with cracked battery tube threads, minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.